Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d4, d9. H2, h4 h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year (>1) since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: based on the product structure, it is possible that the slider was not fully pulled until the limiter placed in the control section broke. Therefore, the clip could not be released from the product. The claws were deformed due to the bending load applied to them by the following factors. Additionally, the distal portion of the insertion portion was hit against an object while/after the device was taken out of the sterile package. -the distal portion of the insertion portion was buckled due to an excessive force applied to the tube sheath during removal of the protective cap. -when inserting and removing the product into the endoscope, the clip buckled at the forceps plug insertion port. -the clip was pressed too much against the tissue. The event can be detected and/or prevented by following the instructions for use which state: the instruction manual (drawing number:gk8315, revision number:7) contains the following warnings: operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 14, ¿emergency treatment¿. ·do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. Should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the single use repositionable clip did not release when closed. The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm.